Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted. At the first follow up in (B)(6) 2017, a thrombus formation was found in the left atrium on the top of the closure device. There is no sign of endocarditis and the patient was prescribed warfarin. The patient is currently stable.